Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer is reporting during a vitrectomy procedure there was problems with the fluid air exchange. The tone of the eye began to decline and collapse, the surgeon withdrew the trocar to check the infusion which started to flow after 4 seconds. The trocar was reinserted and the problem was resolved and the surgery was completed with no impact to the patient.